Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. Upon visual inspection of the companion samples, it was observed that the sponges were properly inserted and have a light brown color on the surface of the sponges, which indicates the presence of iodopovidone. The sponge was removed from all the samples and it was verified that they are impregnated with iodopovidone. Then the sponges of the three (3) plugs were pressed and the presence of fresh iodopovidone was verified, which emerged on the surface of the sponges. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2020; further described as "last couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as "being too dry with sponges being light tan instead of a dark brown". This was noticed during preparation. There were no noticeable damages to the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.